Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was over 500 mg/dl. Elevated bg was address by correction injection via manual injection.